Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. Concomitant products: 5076 implantable pacing lead 2004 (B)(6); 4196 implantable pacing lead 2011 (B)(6). (B)(4).

Event description:
It was reported that the device had a pacing and sensing problem due to possible header damage. The device was explanted and replaced. No patient complications have been reported as a result of this event.